Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The subject device was evaluated. Device evaluation noted the customer reported issue was confirmed as camera cable was found broken, horizontal stripes on image was observed. In addition, missing pin on adapter was observed. The device history records (DHR¿s) for this product have been reviewed. All records indicate that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. Per instruction for use (IFU), it states, warning" section of the "storage" section of the instruction manual: "when wiping the outer surface of the camera cable, do not wipe the cable. When wiping the outer surface of the camera cable, do not squeeze the camera cable strongly. Doing so may cause the camera cable to break. The following is described in "warning" in "usage" of the instruction manual: ·do not use the camera cable in a manner that may cause abnormalities in endoscopic images or functions. If an abnormality occurs in the endoscope image or function and it returns to normal spontaneously, the equipment may have already malfunctioned. If you continue to use the device as it is, the abnormality may occur again and the device may not return to normal. In this case, discontinue use immediately and slowly pull the endoscope out of the patient. Continued use of such an instrument may cause injury to the patient, bleeding, or perforation. Base on investigation results, camera cable was broken, the internal ccd may have been damaged, and it is presume that the damaged ccd prevented normal communication resulted in the reported phenomenon. Olympus will continue to monitor complaints about this device.

Event description:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation.

Manufacturer narrative:
E2:ni. The investigation is ongoing. This report will be supplemented if additional information becomes available at a later date.

Event description:
The customer reported to olympus, the cable on the camera head was folded and damaged. The image was greenish. This was observed during cleaning and disinfection (reprocessing). There were no reports of patient harm associated with this event.